Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The unused cable was sent back for analysis. Functional testing of the cable found that there was an open short. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during an install the cable was missing. Two cables were sent to the site. One of them was sent back and analyzed. Analysis found an open short in the cable.